Event description:
Stryker medical was notified of a potentially reportable complaint involving a product. For which, stryker is not the original equipment manufacturer of the reported device. The customer reported, that multiple invacare wheel chairs had damages. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).